Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2012-00009 to provide information regarding the evaluation of the sample returned from the user facility.

Event description:
The user facility reported that the safety mechanism disengaged during activation of the device. During follow-up communication with the user facility it was stated that during activation of the safety mechanism the needle "pops back out." Reportedly, the needle was then placed in a rigid sharps container to reduce needle exposure.

Manufacturer narrative:
Subsequent to the initial medwatch report, the involved device was received by the manufacturing facility in the philippines for further evaluation. Inspection of the returned sample confirmed that there were no defects or anomalies and testing confirmed that product performance specifications were met. Specifically, the actual sample was subjected to sheath activation as per the IFU. Following activation the needle was confirmed to be completely engaged under the locking mechanism. In addition, visual evaluation of reserve samples confirmed that there were no abnormalities or defects and all samples passed functional testing. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
There was no patient involvement. The involved device is currently in transit to the manufacturing facility in the philippines and has not yet been received for evaluation. A supplemental report will be submitted after receipt and evaluation of the involved sample. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use, with statements such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; "for greatest safety, activate the sheath using a one-handed technique"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; "visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).